Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted (lot no. 786125) for female sterilisation. The patient had a medical history of paratubal cyst, adenomyosis, menorrhagia, endometrial hyperplasia, thyroidectomy, hypothyroidism, thyroid disorder, parity 4, multi gravida, left lower quadrant pain, rectocele and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, 3177 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: identified within the fallopian tube remnants are two metallic coils grossly consistent with essure device. [Pregnancy test] on (B)(6) 2010: negative. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted (lot no. 786125) for female sterilisation. The patient had a medical history of paratubal cyst, adenomyosis, menorrhagia, endometrial hyperplasia, thyroidectomy, hypothyroidism, thyroid disorder, parity 4, multi gravida, left lower quadrant pain, rectocele and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, 3177 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: identified within the fallopian tube remnants are two metallic coils grossly consistent with essure device. [Pregnancy test] on (B)(6) 2010: negative quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.